Manufacturer narrative:
Event date set as (B)(6) 2017 as the exact event date was unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler occasionally had difficulty draining properly, and on one occasion (date unknown) the cycler filled with fill volume 1800 ml and drained over 3700 ml in a drain, resulting in an increased intraperitoneal volume (iipv) instance. The reported drain volume of 3700 ml was 206% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no patient impact due to the iipv event or to the drain complication. The patient received a new cycler which is working properly and the patient was completing treatments.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed the front panel bezel gasket was drooping approximately 0.5 inches over the center of the front panel overlay. The cycler performed as intended and the as received treatment was completed without problems or alarms. The peritoneal dialysis patient's report of the cycler "not draining (no alarm)¿ was not reproduced during the simulated treatment. The valve actuation test and load cell verification passed. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformance were noted during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler occasionally had difficulty draining properly, and on one occasion (date unknown) the cycler filled with fill volume 1800ml and drained over 3700ml in a drain, resulting in an increased intraperitoneal volume (iipv) instance. The reported drain volume of 3700ml was 206% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no patient impact due to the iipv event or to the drain complication. The patient received a new cycler which is working properly and the patient was completing treatments.